Event description:
It was reported that the customer "ran out of supplies", borrowed an unknown infusion set from a family member that failed. Reportedly, the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization. A blood glucose level was not provided. Customer declined follow up from tandem technical support. No additional information was provided.